Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that did not notice a crack, then primed tubing then noticed dripping of fluid, hair line crack. The tubing was attached to infant and blood was backing up into the tubing and was unable to obtain infant blood pressure. One sample was received for quality investigation. Visual inspection was conducted on the sample and no damages or abnormalities were identified on the infusion set. The infusion set was then primed with a solution of 85% glycerin and 15% water and a simulated infusion was conducted at a flow rate of 1 ml/hr for 24 hours. The infusion was conducted successfully without any issues. The customer complaint of tubing damaged could not be verified. Due to the failure not being replicated, a root cause was not established. A device history record review for model 10011865 lot number 24029419 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #: 10011865. Batch#: 24029419. It was reported by customer that did not notice a crack, then primed tubing then noticed dripping of fluid, hair line crack. The tubing was attached to infant and blood was backing up into the tubing and was unable to obtain infant blood pressure. Verbatim: rcc received a complaint via email. Item 10011865. Lot #24029419. A. Did not notice a crack , then primed tubing then noticed dripping of fluid, hair line crack. B. The tubing was attached to infant and blood was backing up into the tubing and was unable to obtain infant blood pressure. . [] yes, see incident above. [] unknown. . Yes. (B)(6) director of systems logistics and supply. (B)(6) hospital..(B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.